Event description:
A report was received that the patient was experiencing difficulty charging. X-rays confirmed that the ipg was flipped in the pocket. The patient will undergo a revision, during which, the physician will flip the ipg and suture it into place.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision.the physician flipped the ipg upright and sutured it down. The patient is reportedly doing well following the revision.

Event description:
A report was received that the patient was experiencing difficulty charging. X-rays confirmed that the ipg was flipped in the pocket. The patient will undergo a revision, during which, the physician will flip the ipg and suture it into place.